Manufacturer narrative:
Updated data: b5. Second paragraph added e. Initial reporter first name updated e3. Initial reporter occupation updated h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was performed using a non-medtronic balloon, which was standard for the implanting physician. Following implant of the valve, the valve dislodged into the aorta. The valve was snared. A second valve was loaded and inserted into the patient. Subsequently, the second valve was not implanted because the first valve was not able to be pulled up high enough. Upon snaring the first valve, a dissection in the ascending aorta was observed. Subsequently, effusion occurred and the implanting team had to open the patients chest and put the patient on bypass to repair the dissection. The valve that dislodged was explanted, and a surgical aortic valve was implanted a long with root enlargement. A saphenous vein graft was placed in the right coronary artery. The patient was not able to be taken off the pump, and was placed on extracorporeal membrane oxygenation. The patient was transferred to the intensive care unit and was recovering. It was noted that the dislodge caused the adverse events. No additional adverse patient effects were reported. Additional information was received that a post-implant bav was not performed prior to the valve dislodge. The valve was implanted over a non-medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter. The depth was approximately 3 mm on the non-coronary cusp and 2-3 mm on the left coronary cusp. The valve dislodged to above the annulus. Per the physician, the cause of the valve dislodgement was a premature ventricular contraction that occurred as the valve was deployed.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a non-medtronic balloon, which was standard for the implanting physician. Following implant of the valve, the valve dislodged into the aorta. The valve was snared. A second valve was loaded and inserted into the patient. Subsequently, the second valve was not implanted because the first valve was not able to be pulled up high enough. Upon snaring the first valve, a dissection in the ascending aorta was observed. Subsequently, effusion occurred and the implanting team had to open the patients chest and put the patient on bypass to repair the dissection. The valve that dislodged was explanted, and a surgical aortic valve was implanted a long with root enlargement. A saphenous vein graft was placed in the right coronary artery. The patient was not able to be taken off the pump, and was placed on extracorporeal membrane oxygenation (ECMO). The patient was transferred to the intensive care unit (ICU) and was recovering. It was noted that the dislodge caused the adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.